Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a review of session records for other reasons, it was seen that there was noise present on the atrial lead, causing false at/af episodes. Lead damage was suspected. Abbott technical support suggested replacing the atrial lead. No intervention has been done as the lead remains implanted. The physician is planning to replace the atrial lead when device reaches elective replacement. The patient was stable.

Event description:
New information received noted that the patient's atrial lead exhibited low impedance and noise. The lead was explanted on (B)(6) 2019. The patient was stable.